Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for resetting the pump, guiding the customer through the process. After the reset, the error did not occur again, and the customer successfully started a new sensor session.